Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of an atypical low voltage advisory alarm was confirmed via the log file and during testing of the returned system controller. The log file that was extracted from the controller during testing contained data spanning approximately 3 days ((B)(6)2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. A low voltage advisory alarm was observed on (B)(6)2024 correlating to the voltage within the black power cable dropping below the alarm threshold. The alarm transitioned into a power cable disconnect alarm approximately 3 minutes later due to the voltage continuing to drop. This low voltage/power cable disconnect alarm condition in the black cable remained active throughout the remainder of the data, even after the patient switched power sources. The controller was exchanged on (B)(6)2024. The controller was powered on a few more times while not in patient use after having been exchanged, and the voltage within the black cable continued to be low while the controller was charging. The returned system controller (serial number (B)(6)) was functionally tested. A power cable disconnect alarm correlating to the black power cable became active, and the voltage within the black cable was found to be below the alarm threshold, consistent with the log file findings. The controller operated a mock loop as intended despite the alarm. The controller was opened and inspected at a component level, and atypical electrical measurements were found across the circuitry related to the black cable on the main printed circuit board (pcb). During further testing of the controller after the controller had been reassembled, the alarm had resolved and was unable to be reproduced further. The voltage within the black power cable was also observed to be at expected values. The controller operated for several days with no atypical alarms and passed all functional testing after this point. The root cause of the reported event was isolated to an issue with the controller¿s main pcb; however, the root cause of this issue was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users on how to identify and resolve alarms that sound from their system controller, including alarms associated with low voltage, power cable disconnect, and no external power conditions. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low power advisories while connected to the mobile power unit (mpu) and while connected to both sets of battery clips. A system controller exchange was performed which resolved the alarms.